Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 117 mg/dl at the time of incident. Customer stated that the insulin pump goes blank when a button is pressed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display noted. Pump received with cracked case reservoir tube window corners and cracked reservoir tube window noted.